Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis, it was reported that the distal conductor was distorted, there was blood/fluid on the proximal conductor (non-obstructing), the outer insulation was breached/cut. It was apparent that damage occured during explant. The full lead was returned for analysis.

Event description:
It was reported that during the implant there was high impedance and blood ingress in the lead which made it difficult to insert the stylet. The lead was not implanted and a different lead was implanted. No patient complications were reported as a result of this event.